Manufacturer narrative:
Qn#: (B)(4). A review of the device history record was performed and no nonconformances or manufacturing abnormalities were noted. Per our mel- 00232 all units undergo mechanical tensile testing of weld joints on flexed wings followed by visual inspection, then wings are again activated for suture alignment test followed by manual pressure to each retracted wing and visual inspection for breaks/cracks. Based on the record review and the 100% testing of all units in the lot; it is determined that this complaint is not valid against mw life sciences.

Event description:
A portion of one side of the wing of the efx shield broke off while pulling the product out of the defect. The patient was not injured to my knowledge, nor harmed in any way. Not sure why this happened.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A portion of one side of the wing of the efx shield broke off while pulling the product out of the defect. The patient was not injured to my knowledge, nor harmed in any way. Not sure why this happened.